Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011270, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 09-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011270". The count complaint is which is exceeds 4. Further investigation is required via CAPA determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6011270 was manufactured according to the work instruction (wi) version82 and manufactured in the multivac 12, on 25-jan-2025 with a total of (B)(4) units. No deviation was identified, nor maintenance events were recorded related to complaint code. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Test results: photo/sample was not provided. No returned sample will be available for this complaint, the reference samples for the lot 6011270 have already been previously tested in the complaint (B)(4) on 08-oct- 2025. References samples: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to work instruction (wi) version 2.0 on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, four complaints thresholds identified for the lot in question and serious injury/death, no further actions are required are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event caused by bent cannula. Blood glucose level was 380 mg/dl at the time of the event and patient got treated with insulin pens. The duration of hospitalization was less than 24 hours. Patient also experienced the symptoms of vomiting, and confusion. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011270, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 09-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011270". The count complaint is which is exceeds 4. Further investigation is required via CAPA determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6011270 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12, on 25-jan-2025 with a total of (B)(4) units. No deviation was identified, nor maintenance events were recorded related to complaint code. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Test results: photo/sample was not provided. No returned sample will be available for this complaint, the reference samples for the lot 6011270 have already been previously tested in the complaint (B)(4) on 08-oct- 2025. References samples: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to work instruction (wi) version 2.0 on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non conformance (nc) raised during production related to complaint code, four complaints thresholds identified for the lot in question and serious injury/death, no further actions are required are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.